Manufacturer narrative:
Device manufacturing records and programming history were reviewed. Review of manufacturing records confirmed the device met all final testing specifications prior to distribution. Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
On (B)(6) 2013, it was reported that the patient was being referred for "full revision" surgery. Diagnostics were performed which gave a warning message that the output current was not being delivered and high impedance was received. Clinic notes dated (B)(6) 2013 were received which indicate the patient has no seizures. The notes confirm the vns was interrogated and diagnostics reveal a problem with the lead. Additional follow up found that the vns device was left on, though the physician was advised to turn it off. The cause of the high impedance is unknown. There has been no report of manipulation or trauma. Surgery is likely, but has not occurred to date.